Event description:
It was reported that on (B)(6) 2022 during a trauma procedure, the peek inlay from the tibial nail advanced came dislodged from an unused screw hole during nail insertion. The procedure was completed successfully with no surgical delay. This report is for a tibial nail-advanced / 9mm 375mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . Additional narrative: additional procode: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part#: 04.043.145s-us, lot#: 605p859. Manufacturing site: (B)(4). Release to warehouse date: 09, february 2022, expiry date: 31, december 2031. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.